Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient had accidentally turned the device off without realizing it. The patient had not mentioned that the device was off, which led to further questioning. The rep met with the patient on may 22 and turned the device on. There were no issues with the system and the patient was happy. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that the patient woke up this morning with one hand shaking. The rep reported that the patient's other side had tremor control. The rep also reported that the patient heard a "click" in their shoulder today and felt pain, which got better throughout the day. The rep stated they thought it might be more of a muscular issue. The rep reported the patient's implant was at 25-50% and a load cell calibrator (lcc) check showed all 8 electrodes were ok. The rep reported that they would meet with the patient to check the impedance values. No further patient complications have been reported as a result of this event.